Event description:
The patient underwent a cardiac cath. At the end of the procedure an angio-seal device was used. The patient was discharged home after the cath. She presented to her cardiologist's office the day after the cath complaining of right leg pain. Her leg was cool to the touch and there was no femoral pulse. The patient was readmitted for a right groin exploration and repair of the right femoral artery. Per the surgeon's op note, the angio-seal was noted to have been withdrawn into the patient's femoral artery. Upon withdrawal of the angio-seal, there was excellent flow through the external iliac artery. She did well post op.it is now noted that this is the third case of vascular occlusion with use of the angio-seal product over the last twelve weeks. The devices and packaging have not been saved. Use of the product has been suspended at this point. A previous case involved a gentleman, status post cardiac cath with use of angio-seal. He developed acute occlusion of the right common femoral artery five weeks after the procedure. He developed collateral circulation and has elected not to have surgery at this point. Another case involved a gentleman who underwent cardiac cath. Post procedure, the patient developed femoral artery occlusion at the puncture site. He was taken to the or, per the surgeon's op note, there was an intimal dissection of the right femoral artery. The angio-seal appeared to have entered inside the artery. The device was removed and the patient did well post op.